Manufacturer narrative:
Case images have been received for evaluation. Additional information will be provided following further investigation.

Event description:
It was reported a pt underwent carotid artery angioplasty; a gore flow reversal system was selected for embolic protection. The pt presented with a restenosis of a stent placed in the carotid bifurcation. The gore balloon wire (gbw) balloon was inflated. Imaging revealed the balloon was overinflated; however, the physician chose to continue the procedure. Following guidewire introduction into the internal carotid artery, the gbw appeared to rupture. The gbw was removed and an embolic filter was placed to continue the procedure, which concluded with no adverse events.